Event description:
It was reported that the device was providing inaccurate readings of spo2. It was constantly reading high spo2 values - 99 percent spo2. The expected spo2 reading should be under 90 percent. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
Serial # updated to (B)(4). PMA 510(k) # updated to k110028. Mfg date : updated to 12/11/2014. The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified, based on the investigation, the customer complaint could not be duplicated. A review of the history for this device was performed and it was concluded that the device was in the field for over four (4) months with no previous returns for servicing or other issues prior to the reported event.